Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Analysis of the system logs noted a message that would cause the handle to display a power handle error. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software fault was identified during product analysis. The root cause of the observed condition is due to a software restriction on the capacity of the event queue. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a video-assisted thoracic surgery (vats) lobectomy procedure, when the nurse was assembling the power handle, everything worked fine until the device beep and it displayed a handle error sign. The nurse took off the reload, adapter and shell and was returned to the charger. Then it seemed silent and it worked again, then a new shell was used but the same issue occurred. The sales representative tried to troubleshoot but there was an error message stating that no trouble shooting actions are available. The power handle is showing as 276 times remaining and 37 times remaining. There was no patient involvement.